Event description:
The reporter indicated the surgeon inserted an aa4203tl toric silicone single piece lens and the lens tore. The lens was removed with no patient injury. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Event description:
Additional information received - another iol was implanted.

Manufacturer narrative:
Results: visual inspection of the returned product found the lens torn into four pieces. There was evidence of brownish residue on the lens surface. Conclusions: based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens tears, were addressed in a CAPA opened in (B)(4) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4) - no consequences or impact to patient, lens (iol), torn, split, cracked, device evaluated by manufacturer, lens not returned. (B)(4).